Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll s/c 50 had foreign matter. This occurred on 15 occasions. The following information was provided by the initial reporter: material no.: 303310 batch no.: 0136383. It was reported condensation of a sticky residue appears when drawing back the plunger. Received a call not too long ago from the pharmacist working in the children¿s hospital. The technicians noticed that there is some sticky like residue in the 20ml bd syringes and when the plunger is pushed back, condensation appears. They checked 15 of the 20 syringes and they all appeared to be the same.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 23-mar-2022. H.6. Investigation: fifty samples received for investigation. Upon visual inspection of the samples the presence of silicone in the form of drops and the appearance of condensation was observed. No foreign matter or signs of excess silicone could be observed in the fluid path of the syringes. The presence of silicone does not affect the quality and functionality of the syringe as it is part of the manufacturing components. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. A device history review was performed for the reported lot 0136383 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. According to silicone content test performed with samples received, an excess of silicone cannot be confirmed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that syringe 20ml ll s/c 50 had foreign matter. This occurred on 15 occasions. The following information was provided by the initial reporter: material no.: 303310 batch no.: 0136383. It was reported condensation of a sticky residue appears when drawing back the plunger. Received a call not too long ago from the pharmacist working in the children¿s hospital. The technicians noticed that there is some sticky like residue in the 20ml bd syringes and when the plunger is pushed back, condensation appears. They checked 15 of the 20 syringes and they all appeared to be the same.